Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel harness was disconnected. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the front panel does not light upon the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B3/b5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed to a detached front panel harness. However, the specific root cause of the detached front panel harness could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the event was identified during equipment inspection.